Event description:
In 2008, the reporter stated that during surgery, the tap instrument broke. The broken piece was recovered and discarded which was a surgical intervention. There was a surgical delay of ten minutes, and the surgeon was able to complete the surgery without further complication using a similar device.

Manufacturer narrative:
Evaluation is pending.